Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. Logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. There were not detecting the purge cassette. The console was tested and was unable to recognize purge disc due to a broken purge disk detect flag. The console inspection also revealed a cracked purge disk retained. There was evidence of a prior purge fluid leak resulting in fluid ingress inside the console which compromised the purge pressure transducer pca. The root cause of this issue was a broken purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that the automated impella controller did not recognize the purge cassette. A loaner device was readily available. There was no patient harm.